Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during testing, the cook silicone balloon hysterosalpingography injection catheter were not deflating. The procedure was successfully completed with a competitor's device. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Event description:
The customer called and rescinded her complaint and stated that no product would be returned. The opened product have been disposed of and the unopened products have now been used. According to the customer, the physicians were using the product wrong. The reason that the balloons would not deflate was because they had turned the syringe to lock the deflating mechanism. The physicians were not aware of how the product worked.

Manufacturer narrative:
Additional information received on 30may2018. Investigation ¿ evaluation: the cook silicone balloon hysterosalpingography injection catheter was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of complaint history, the device history record, instructions for use, quality control data and specifications was conducted. The device history record was reviewed and noted there were no non-conformance issues related to the reported failure. A review of complaint history revealed there has been two other complaints associated with the complaint device lot number 8654857. All three (3) complaints are from the same facility and for the same issue. No other complaints have been received. A review of the instructions for use (IFU) noted the following warnings and precautions: warnings: always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas. Precautions: do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. Refer to product label or the inflation check valve on the balloon device for appropriate balloon volume. This device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. The cause of the issue was due to incorrect use of the device. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.